Event description:
Caller reported a malfunction on the pump, which resulted in the customer's blood glucose level being displayed as "high" and exceeding 500 mg/dl (27.7 mmol/l). The specific value was unknown. Customer did not require assistance from a third party, and technical support provided information to reset the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. Caller was advised to contact technical support again if the malfunction code appears in the future, and acknowledged these instructions.